Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable root cause of the malfunction air water cylinder, air water tube, jet tube had foreign objects and clogging of jet tube in control unit was not identified and the most probable root cause of the malfunction probe cover had a burn was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had air water cylinder, air water tube, jet tube had foreign objects, probe cover had a burn and clogging of jet tube in control unit. There was no patient involvement.